Event description:
Subsequent to the previously filed medwatch report, the following information was received: the reported conveyor rod was confirmed to be the guide wire lumen. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty to insert the wire through the self expanding stent system was confirmed. The self expanding stent system was sent to fourier transform infrared spectroscopy (ftir) scans for further analysis. The results determined the pieces of unknown material found inside the absolute pro inside the luer in the guide wire lumen were loctite. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the difficulty to insert appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid femoral vein that was heavily tortuous, heavily calcified and 90% stenosed. The absolute pro 6/60mm was selected to treat the lesion, and the device flushed smoothly. However, there was great resistance when passing the guide wire through the conveyor rod. Many attempts were made to pass the guide wire through the head end and the end of the conveyor, but the guide wire could not pass through. Due to the tight operation time, the original stent was abandoned and the same product was replaced with the same model to complete the treatment, achieving the expected effect. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device noted there was material in the guide wire lumen. Chemical analysis revealed the material inside the luer was loctite.